Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.e1 - facility name: updated to "(B)(6)."

Event description:
It was reported that the procedure was to treat an unspecified vessel. The 2.5x15 mm nc trek balloon dilatation catheter (bdc) did not deflate and had to be removed while still inflated. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat an unspecified vessel. The 2.5x15 mm nc trek balloon dilatation catheter (bdc) did not deflate and had to be removed while still inflated. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.